Event description:
Indication: immunodeficiency with predominantly antibody defects, unspecified. Spontaneous report pt home health nurse reported that everything is connected correctly, but the lever on the freedom 60 pump broke, and thus when trying to infuse the hizentra now the pump won't wind back. Unk it pt missed dose or experienced an adverse event due to pc. Defective pump is being replaced and is available for return. The suspect device serial number was not provided by the patient. The following device serial number is currently checked out by the patient for use: (B)(6). No additional information was provided. Reported to (B)(6) by health professional.